Event description:
It was reported to philips that the device needed to have the paddle tray and handle replaced via nemo (no engineer maintenance only)/warranty. There was no further information available. There was no reported patient involvement/adverse patient impact.